Event description:
Reporter is calling on behalf of their non verbal son. Stated that their son is oxygen dependent, medically complex, and medically fragile. Needed a condensation trap for son's oxygen machine that creates liquid due to a humidifier inside of the machine. Ordered inline water traps from amazon and they came broken.